Event description:
It was reported the 355l from tk5mm, the 355ld, and two 512s were used during an unk procedure. It was reported the devices would not arm. Another device was opened to complete the case. There was no consequence to the pt.